Event description:
During the mammatome biopsy procedure after taking two passes the probe quit working. The orginal two passes did not produce any specimens. We could not close the probe it would only go half way and stop. We tried in position, sample and clearing modes.